Event description:
Additional information received from the physician on (B)(6) 2014 indicated the reason for revision was due to patient dissatisfaction. The patient felt "it was not sufficient turgid."

Event description:
It was reported the patient had his spectra penile prothesis replaced with and inflatable penile prosthesis. No reason for the revision was reported. No patient complications were reported in relation to this event.